Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot or batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the surgeon alleging a deficiency of any of the devices? If so, please explain.

Event description:
It was reported that during a vats procedure, while using the powered plus stapler and ecr white reloads to take the vessels as they had run out of pvs. Unfortunately when it came to taking the vessels the larger profile of the device caused him to damage them that resulted in bleeding in the patient. The patient had to be converted to an open procedure. There was prolonged surgery time and increased time in hospital to recover from open surgery with the patient that had open surgery.